Event description:
Information received indicates the foot end of the stretcher will not go into brake.

Manufacturer narrative:
The technician found the set screw on the hex rod was broken at the foot end. The technician replaced the hex rod and screw to repair the stretcher.